Event description:
It was reported that a bioprosthetic aortic valve implanted approximately eleven (11) years and ten (10) months, was explanted due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root of this event could not be determined. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.